Event description:
A customer reported that a patient underwent revision surgery to address an everest polyaxial screw that fractured approximately one year post-operatively. The patient reported experiencing pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.